Manufacturer narrative:
Per -2836 combined report post primary and pre revision x-rays, operative notes, patient medical history and the explanted devices could not be provided for this investigation. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. It was reported that the patient had multiple non-functioning soft tissue surrounding the hip and that the dislocations and subsequent revision were the result of the patients condition and not due to a malfunction or failure of the implanted devices and thus no further investigation is required and this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Corin were originally notified on (B)(6) 2020 of the revision of a non-corin stem after approximately 1 month due to multiple dislocations. It was reported that the corin trinity dual mobility devices remained in situ. Additional information was received on (B)(6) 2020 to state that during this revision event a corin trinity modular head had also been revised.